Event description:
During a low anterior resection procedure. The staple line did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.